Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the replacement battery cap did not resolve the low battery alarm issue. Customer' s blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.